Manufacturer narrative:
Czmi made multiple attempts to obtain information regarding the surgery and the patient outcome. A response from hcp has not been received to date.

Event description:
The health care professional (hcp) reported that during a procedure the lamp of the opmi pentero system shut off and prompted an error message of "error defective lamp, 1282/-1157". A czmi technical support engineer (tse) advised hcp to switch to the backup lamp; however, the problem returned in a minute or two. The tse then advised hcp to switch to a back up microscope, if possible. It is unknown if microscope was actually swapped out during the procedure, as well as the outcome of the patient.